Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Procedure was a second stage revision, patient had previous implant removed approx 8 weeks ago, non jnj implants, due to infection. Cement spacer was removed and the femur and acetabulum were lavaged extensively. The patient wound was then closed and redraped with new drapes and new set of sterile instruments. Acetabulum was prepped for pinnacle multi hole cup and was implanted with 2 screws and dual mobility liner, with no issues. Femur was then prepared for reclaim stem, reamed to 20mm and 20x190 angled stem was implanted. Trial performed using 95x40 trial neck. Definitive proximal body was placed in the usual fashion following the surgical technique, the tamp was used to engage the body to the taper on the stem, the assembly tool was then used to seat the taper. The surgeon noted a sound just prior to the tensile bar broke. When he removed the assembly tool he noted that the body appeared loose. The suspicion was that the femur had fractured, we removed all the implants and took an x-ray which confirmed the fracture which has appeared to begin at the weak point where the sinus in the proximal femur had been due to the infection. The fracture was reduced using cables and a distal femoral liss plate. The reclaim implants were re-implanted and hip joint reduced. Surgery was delayed 45 minutes due to the reported event.